Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Customer's blood glucose at the time of the incident was not provided. Troubleshooting was provided for the no delivery alarm. Customer stated the infusion set had air bubbles when releasing insulin. Air bubbles were fixed when infusion set was replaced. Product is not expected to return.